Event description:
As reported, the 26mm sapien 3 ultra-valve was implanted in the native mitral position via transseptal approach and was treated with a vascular plug 2 months and 8 days post implant procedure due to severe paravalvular leak.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
H2, h6 updated. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for post implantation paravalvular leak was unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Native mitral valve replacement using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not an indicated use at the time of implant. No further action is required at this time the complaint for postimplantationparavalvular leak was unable to be confirmed due to unavailability of relevant procedural imagery. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was offlabel for native mitral valve replacement. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. As reported, 26mm s3 ultra valve implanted in the native mitral position via transseptal approach. The valve was treated with a vascular plug 2 months and 8 days due to severe paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, valve was implanted into a noncircular bicuspid native mitral valve, so the deployed valve could not properly seal against the native mitral annulus, which could lead to paravalvular leak worsening over the time. As such, available information suggests that procedure factors (off label operation) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.